Event description:
Heath care professional (hcp) reports 2 cracked arterial headers during use on 10th and 20th use health care professional reports a cracked venous header on the 23rd use health care professional reports no pt injury.